Event description:
It was reported that ongoing intermittent occlusion alarms occurred. The customer's blood glucose (bg) increased to 520 mg/dl. A manual insulin injection was administered to address bg level. The customer continued to use the pump for insulin therapy and will use manual injections.